Event description:
The surgeon had difficulty placing an mpact poly liner e 36 within a 50 mpact cup e. The liner wasn't "sitting" well or "engaging" like it usually would. After trying numerous times to impact the liner into place he decided to revert to a ceramic liner instead which sat perfectly first attempt. Reference MFR # 3005180920-2014-00040.